Event description:
It was reported that during an angioplasty procedure in the right common iliac artery, the pta balloon allegedly unable to be advanced and difficult to be removed from the sheath. It was further reported that the device was removed along with the sheath. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 07/2024).

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta dilatation catheter loaded in an unknown sheath was returned for evaluation. No other specific anomalies were noted during the visual evaluation. The balloon was noted to be stuck and no functional testing was performed due to the condition of the device. The investigation remains inconclusive for the reported sheath insertion failure into the catheter as the functional testing couldn¿t be performed due to the condition of the device returned for evaluation. However, the investigation was confirmed for the reported sheath removal failure from the catheter as the balloon was noted to be stuck within the catheter and returned for evaluation. A definitive root cause for the reported sheath insertion failure into the catheter and reported sheath removal failure from the catheter could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2024), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the right common iliac artery, the pta balloon allegedly unable to be advanced and difficult to be removed from the sheath. It was further reported that the device was removed along with the sheath. There was no reported patient injury.